Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 506 mg/dl. The customer treated with a 6.6 unit correction bolus through bolus wizard on the pump. The customer reported the infusion set cannula is bent. The customer stated that the pump kept beeping and gave her no delivery. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer also mentioned air bubbles in the reservoir. The customer was advised to call back to do a reservoir set change.